Event description:
Reporter stated that customer received the following results on the mobile system compared to a professional meter within 10 minutes: 9.7 mmol/l (mobile) and 3.3 mmol/l (professional meter) ten minutes prior to the 9.7 mmol/l on the mobile meter, the customer was tested by mother and received a result of 6.7 mmol/l on the mobile. The mother did not give customer any medication at that time, however, customer was disoriented and mother proceeded to re-test daughter when she received the 9.7 mmol/l result. Customer was not able to say her own name and mother called the ambulance. Customer had a seizure prior to the ambulance arrival. The customer was tested upon arrival when the above mentioned result of 3.3 mmol/l was received. Customer was treated with a glucose tube and an unspecified amount of glucose tablets. Customer was transported to the hospital and admitted. She remains hospitalized at this time. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.